Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the handpiece was getting warm and there was a problem with the aspiration/irrigation. The product was last repaired in (B)(4). Additional clarification was received from the customer on (B)(4) 2014 that there was no issue at all; only that the handpiece handle was warm. No other information was provided. Additional information has been requested.